Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the a pcu module did not turn on, and therefore, assy case front keypad will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly the a pcu module did not turn on, and therefore, assy case front keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Correction- g5-510(k). The customer reported complaint of the keypad being replaced due to the device not turning on was evaluated. The keypad was confirmed to have a nonfunctioning ac indicator light; however, the system on key worked as intended. It was reported that the front case with keypad is being replaced due to the device not turning on. The front case keypad was returned. External and internal inspection was performed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace. During external inspection, the keypad was in good condition with no issues observed. The front case keypad was connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator lights did not illuminate after plugging in the power cord. The system on key and all other keys on the keypad were functioning as intended. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 22-aug-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 09-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 other text : only keypads were provided for the investigation.